Event description:
According to the reporter, the handle locked in open position and the surgeon was not able to squeeze the handle to fire. The surgeon took a second handle with a second loading unit and had the same problem. The surgeon then changed only the cartridge and had the same problem. The surgeon changed the cartridge again and had the same problem. Another reload worked. No reinforcement material used in conjunction with the stapling device. No injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.